Event description:
Caller reported a malfunction on the pump, specifically a malf 5 error that was resettable but recurred as a different error after resetting. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.